Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft". The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2023, the patient was in the state of catheterization and the nurse found that the catheter could not be removed after the balloon was evacuated. The catheter was repeatedly inflated and deflated several times and was finally removed. The patient was kept observed and no abnormality was found.